Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes, chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had a fall when she had low blood glucose (bg) levels and was feeling weak when she got up. She was working out and during the exercise routine, her husband called her, and she felt she was low. She stated that she tripped over her dog and pulled the exercise machine over herself, causing the sprains, contusions and fractures. She drank a 20 ounce mountain dew to treat her low blood glucose. Patient's bg (blood glucose) had reached into the 20-40 mg/dl range. The patient stated that she slept it off but woke up sore and could hardly walk, so she went to the emergency room. Patient suffered a cervical strain, lumbar strain, right shoulder strain, head contusion, fracture on right wrist and sprained left wrist. Patient was given x-rays and a CT scan. Patient was provided ibuprofen (800 mg) and flexeril.